Manufacturer narrative:
Exemption number e (unknown) . (B)(4). Manufacturer ref #: (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vc perforation, organ perforation and thrombosis of right gonadal vein, heart problems'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported thrombosis of gonadal vein, heart problems is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k090140, k112119 or k121057. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2013 due to ankle surgery with history of (h/o) deep vein thrombosis. Reportedly, the patient expired (B)(6) 2021 without any allegation of wrongful death received to date. Patient is alleging organ and vena cava perforation, tilt, right gonadal vein appears to be thrombosed, and embedded within the bowel. Patient alleges "heart problems." Per computed tomography report, "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted medially but the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 21mm. One (1) anterior strut perforates the ivc wall 21mm and is embedded within the bowel. One (1) medial strut perforates the ivc wall 20mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 11mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 10mm and resides within the soft tissues." Per certificate of death, dated (B)(6) 2021, "immediate cause of death: sudden cardiac death, non-st-elevation myocardial infarction (nsetmi), covid-19 infection, end stage renal disease (esrd) on peritoneal dialysis. Other significant conditions contributing to death: coronary artery disease, diabetes mellitus type 2, acute respiratory failure".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded, tilt. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for organ/vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The lot number is unknown, the catalog is known, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e (unknown) . (B)(4). Correction(s): adverse event to adverse event and product problem. (B)(4). Name and address for importer site: (B)(4). 510(k): k090140. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 16nov2017 as follows: patient [pt] allegedly received an implant on (B)(6) 2013 via the right femoral due to prophylaxis for ankle surgery history of deep vein thrombosis. [Pt] is alleging vena cava perforation, organ perforation and thrombosis of right gonadal vein, heart problems.